Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported while inserting doctor noticed that the guidewire was not proceeding into the vein. So, he took it out and observed that there is a bump/bead on the guidewire. The doctor tried to retract the wire and reinsert but was unsuccessful hence, they used entirely new set. Patient is currently receiving treatment through another PICC line, no serious injuries have been reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use-related. One 5fr powerpicc catheter kit was returned for evaluation. An initial visual observation revealed no obvious use residue on all components of the kit except for the guidewire and the introducer needle. A microscopic observation revealed blood/tissue residue that formed a bump on the guidewire. A functional testing of inserting the guidewire in the needle was performed and some resistance was noticed. After wiping the guidewire with a germicidal wipe, no bump was observed, and the guidewire was easily inserted in the needle. These findings suggest that the resistance was caused by the dried/hardened biological residue likely accumulated during use. This complaint will be recorded for future trending and monitoring purposes.